Event description:
Procedure: wedge resection. Reportedly, the bags came off the introducers while inside the cavity. There were no reported adverse effects to the patient.

Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.